Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer addressed their bg with a manual dose injection. Customer resumed insulin deliveries and continued to use the pump.